Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, log files and video has been sent and analyzed by technical support. It was seen that the display changes to black (only backlight visible) but machine is starting-up properly in the background. Start-up buzzer test and start-up sound audible. Touch screen clicks visible as well. This means that both the controllers are working properly. It was determined that the root cause is defective display. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 screen was not responsive during regular check. The technician restarted the unit but touch screen did not react and no sounds when clicking the apps. The customer confirmed that there was no patient associated from this event.